Manufacturer narrative:
Concomitant medical products: 412s, lead, implant date: (B)(6) 1987. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited pacing pauses as a result of oversensing of noise. The ipg remains in use and will be reprogrammed in the future. No patient complications have been reported as a result of this event.